Event description:
This lead was noted on (B)(6) 2014, due to low impedance. The device was programmed to vvi 40, but pacing was observed at vvi 70. The physician was performing a box change and lead revision as the rv lead had low impedance. Representative believes user error as the surface also indicates rate of 70. Technical service confirms, the real-time strip with vvi 40 shows ventricular intrinsic activity at approximately 70 bpm. The surface electrocardiogram and the device markers confirm, there is a paced event and capture. It is technical service opinion that indeed the device programming at this time was vvi 70, not vvi 40. As there is no indication of the device not sensing appropriately. The physician was dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).